Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("on vaginal echography it was possible to see that one device is not in her fallopian tube") and pelvic inflammatory disease ("severe pelvic inflammation") in a (B)(6) female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), back pain ("back pain"), vulvovaginal pain ("vaginal pain"), headache ("headache"), alopecia ("hair loss"), anxiety ("anxiety"), menorrhagia ("her menstrual period become abundant"), dysmenorrhoea ("painful menstrual period"), pelvic pain ("intense pain") and fatigue ("the fatigue is excessive"). The patient was treated with antibiotics and will be treated with surgery (patient is on the waiting list for the removal). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic inflammatory disease, back pain, vulvovaginal pain, headache, alopecia, anxiety, menorrhagia, dysmenorrhoea, pelvic pain and fatigue had not resolved. The reporter considered alopecia, anxiety, back pain, device dislocation, dysmenorrhoea, fatigue, headache, menorrhagia, pelvic inflammatory disease, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: the patient wanted a tubal ligation but they offered her essure. In april (unspecified year) the essure was implanted. After two months, she presented the events. The patient has taken antibiotic for the pelvic inflammation without improvement. In addition she commented that she is in a situation of work leave because she cannot carry out her functions. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on an unknown date: one device is not in her fallopian tube. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 11-sep-2017 for the following meddra preferred terms: device dislocation. The analysis in the global safety database revealed 1475 cases. Pelvic inflammatory disease. The analysis in the global safety database revealed 60 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.